Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir was reported to be flashing and he was unable to dial a dose. On (B)(6) 2010, it was reported that the numbers on the display were missing parts and not visible. This humapen memoir is associated with pc (B)(4) and lot 0904c01. The patient operated the device. It was unknown if the patient was trained. The patient had used this device model and the reported device for an unspecified amount of time. The return of the device is anticipated. It was not provided if the patient would continue to use this device model.